Manufacturer narrative:
(B)(4). Additional information: upon further investigation by quality engineering, the root cause was not determined. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported failure code of 570:320:654:0000 was confirmed during product evaluation, however, it was not reproduced. The root cause was assigned to faulty main batteries. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 570:320:654:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.